Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and six months later post filter deployment, removal of inferior vena cava filter was attempted with a long guidewire into the inferior vena cava and through the inferior vena cava filter. In one angle the filter appeared to be tilted, but this appeared to come free as we made several attempts to remove the filter. Two retrieval devices in this attempt were used by the physician but on one view, the left lateral view, the head did not appear to sit within the device. On multiple times the guidewire was passed to the opposite side of the filter. It appeared that the head was incorporated into the side of the vena cava and could not be dislodged even though the physician tried to grasp it on several occasions and move the inferior vena cava filter. The procedure was terminated approximately after 40 minutes of attempt. After one year and three months, the patient experienced severe back pain. There was a radiopaque area seen just above the inferior vena cava filter on the frontal image probably representing one of the legs of the filter which has become displaced/disconnected. After four years and five months, the patient experienced back pain. After nine months, the patient experienced mid abdominal pain. An inferior vena cava filter was noted. After one-week, computed tomography of abdomen and pelvis showed several tines of the filter extending beyond the confines of the inferior vena cava into the peri caval soft tissues were noted. After three years and three months, computed tomography of abdomen and pelvis showed an inferior vena cava filter in place which was seen with the superior margin at the level of the inferior endplate of l1 and the inferior margin, l3 endplate just to the right of midline. After three months, computed tomography of chest, abdomen and pelvis showed an infrarenal inferior vena cava filter present with the most superior aspect of the filter approximately 10-mm below the inferior aspect of renal veins. The inferior vena cava filter was found extending a craniocaudal dimension of at least 5cm. The most inferior prongs of the filter extending posterior to the peripheral margin of the inferior vena cava. After three months, a 6-french sheath was inserted into the right femoral vein and rotational venography showed a filter with tilt of head posteromedially. There was no evidence of thrombosis. The right jugular vein was catheterized and there was no hook on the filter. Using forceps technique, after one small debridement pass, the head of the filter was grasped. A sheath was advanced over this, the hooks were disengaged and the filter was removed. The filter had 6 long limbs and 4 short limbs intact. Spot views of the vena cava in multiple views did not show any further fragments in the abdomen. After three days, a specimen of freshly received inferior vena cava filter 0.4x0.2-cm silver-blue metallic cylinder containing ten silver-blue metallic spindles at one end, each with a diameter of 10.1 cm and ranging in length from 2.5 cm up to 3.8 cm. No soft tissue was present. A discrepancy regarding the number of spindles (or legs) present on the inferior vena cava filter was noted. Two of the spindles were twisted around one another and mistakenly counted as a single spindle. The gross description was therefore changed from "nine" to "ten" spindles. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2007).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient post skiing accident. Approximately one year post filter deployment, it was alleged that a percutaneous retrieval attempt was unsuccessful. Approximately eleven years post filter deployment, the filter that had reportedly tilted and perforated organs was retrieved percutaneously. It was further reported that a detached limb remains in the lung and another detached limb is in an unknown location. There were no reported attempts made to retrieve the detached limbs. The current status of the patient is unknown.